Manufacturer narrative:
Batch review performed on 28 april 2023: lot 113307: (B)(4) items manufactured and released on 16-nov-2011. Expiration date: 2016-oct-31. No anomalies found related to the problem. To date, 71 items of the same lot have been sold without any similar reported event in the period of review. Analysis performed by r&d manager: preliminary investigation performed on (B)(6) 2023. From the received images, the shell appear with the ha coating totally absorbed, which is absolutely common for a cup after more than 10 years; this indication should suggest a correct fixation of the shell in the human body. From the received images it is not possible to determine the root cause of the event, if caused by impingment between liner and neck/head or other causes. A further more detailed analysis can be performed with visual inspection. Other device involved: liner: versafitcup cc trio 01.26.3244hct flat pe liner ø 32 / e (k103352) lot 113342: (B)(4) items manufactured and released on 02-nov-2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
At about 11 years 2 months, revision surgery performed. The patient had osteolysis and the cup had loosened and moved. There was a sign of the head in the poly liner, like deformation/wear of the liner performed by the contact with the metal head. The surgeon revised successfully cup, liner and head. Stem was also removed.